Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The insulin pump had a cracked display window corner, cracked belt clip slot at battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the act buttons on the insulin pump is not responding. Customer stated that she has to press it multiple times for it to work. Blood glucose level is 436 mg/dl; customer treated and level is now 359 mg/dl. Customer advised to contact doctor for back up plan. Nothing further reported.